Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint was confirmed. During our investigation a kink was noted and the central lumen was broken at this location, allowing blood to enter the helium pathway. The root cause of the kink is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. We will continue to closely monitor for trends.

Event description:
It was reported that the intra-aortic balloon (iab) was positioned on the morning on (B)(6) while the patient was in the operating room (or). The patient was in the intensive care unit (ICU) in the afternoon when blood was found backing up into the helium pathway. The iab was removed. The patient did not receive another iab. There was no reported patient death, injury, or complications. There was no reported delay or interruption in therapy. On visual inspection, "there is injury to the base of the ball".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was positioned on the morning on (B)(6) while the patient was in the operating room (or). The patient was in the intensive care unit (ICU) in the afternoon when blood was found backing up into the helium pathway. The iab was removed. The patient did not receive another iab. There was no reported patient death, injury, or complications. There was no reported delay or interruption in therapy. On visual inspection, "there is injury to the base of the ball".